Event description:
Interventional radiologist was removing pasv. She removed fibrin from around cuff and catheter broke. Approx 22 cms of catheter remained in pt. Radiologist was able to retrieve remaining portion of catheter with a sterile snare using fluoroscopy.